Event description:
A family member reported that the buttons were hard to press. The family member reported that the pump has had a cancelled bolus. The patient reportedly wore the pump attached to a belt and did not clean the pump.

Manufacturer narrative:
(B)(6). The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts and the button contacts were inverted. Unrelated to this complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.